Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04587. It was reported the pt had stopped using her scs system because the stimulation was not effective without taking medication. The pt reported she had not used or recharged the ipg in over a year. It was reported the pt was to be scheduled for an appointment regarding the scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.